Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of(B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9144632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200817437] noted that did not pertain to the complaint. H3 other text : see h.10

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs plunger cap separated during use. 10 packages were not sealed properly. The following information was provided by the initial reporter: material no: 324911 batch no: 9144632 it was reported that the customer found one syringe with the plunger cap off the syringe- just took this packet out of the box. Did not use. Consumer reported this same pack of 10 syringe was not sealed properly.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (10) 31gx6mm, 0.5ml bd insulin syringes in a polybag from lot 9144632. Consumer reported found one syringe with the plunger cap off the syringe; reported this same pack of 10 syringe was not sealed properly. The returned polybag was examined and it was observed that the polybag was not sealed properly along the top seal of the polybag; it was also observed that the polybag was damaged/torn along the top seal and back seal of the polybag. 1 of the syringes inside the polybag exhibited a broken plunger rod and damaged plunger cap. A review of the device history record was completed for batch# 9144632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200817437] noted that did not pertain to the complaint. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs plunger cap separated during use. 10 packages were not sealed properly. The following information was provided by the initial reporter: material no: 324911, batch no: 9144632. It was reported that the customer found one syringe with the plunger cap off the syringe- just took this packet out of the box. Did not use. Consumer reported this same pack of 10 syringe was not sealed properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs plunger cap separated during use. 10 packages were not sealed properly. The following information was provided by the initial reporter: material no: 324911 batch no: 9144632 it was reported that the customer found one syringe with the plunger cap off the syringe- just took this packet out of the box. Did not use. Consumer reported this same pack of 10 syringe was not sealed properly.